Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a meniscal repair surgical procedure, the surgeon pulled the gray trigger on an omnispan applier using a zero degree needle, and both implants deployed off the needle at the same time. When the surgeon removed the applier from the patient, he noticed the silicone tube had almost come off of the needle. The surgeon then removed the two implants from the patient. While using another zero degree needle with the same omnispan applier, both implants deployed properly; however, the silicone tube fell off of the needle into the patient as the surgeon was removing the applier from the patient. The surgeon removed the silicone tube from the patient, and completed the procedure using another omnispan applier and needles with no reported harm or consequence to the patient. The sales rep stated the procedure was extended about five minutes due to the problems with the complaint devices. The sales rep stated the surgeon is an experienced user of omnispan. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.